Event description:
It was reported that during a knee arthroplasty, a 10 mm articular surface could not be inserted into the tibial plate and was replaced with a new implant. Multiple insertion attempts were made while carefully adjusting the insertion direction; the component would not engage. Upon inspection, the articular surface appeared deformed. A new, unused 10 mm implant was opened and used instead. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.